Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a hematoma that led to wound dehiscence which led to infection. A revision was performed and the ICD along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported.